Event description:
During an open t1-t8 procedure, the navigation clamp became temporarily dislodged from the patient's spinous process after the initial scan and landmark check, leading to navigation inaccuracy and requiring the redirection of two screws. The clamp was then repositioned one level lower, remained stable, and navigation accuracy was restored, allowing the procedure to continue successfully without patient harm. Investigation determined that the event resulted from clamp movement, likely influenced by patient anatomy and bone quality, rather than a device malfunction.